Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor was returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing corporation. The reported problem (monitor noise) has been confirmed. The cause for the failure was isolated to a defective u1003 programmable logic device (pld) on the computer/analog pca. The root cause for the defective u1003 pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor sn 07043792 was making a loud noise upon the initial start up.